Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device hadn't been working for the patient¿s symptoms until recently. The patient noted that they had increased stimulation to 1.35 and now the device was working for patient¿s symptoms. The patient inquired if 1.35 is too high of settings, and stated that she hadn't had a lot of direction on where to set the device. Patient services reviewed stimulation can go as high as 8.5. The patient stated that device was set on program 3 at 1.35. The inquired if they should turn the device off at night. The patient was redirected to follow up with their healthcare provider (hcp) to discuss specifics on turning the device off/on. The patient stated that the hcp was thinking of moving the device to the other side of the patient¿s body but they were going to tell the hcp not to. The patient was unsure if they were going to keep the device implanted. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was urinating more frequently for the past 2-3 days. In addition, it was reported that the patient was diagnosed with a yeast infection on thursday (B)(6) 2018 and was put on fluconazole on the same day. The patient also mentioned they felt pain in the right side which started about a week ago ((B)(6) 2018). It was noted that the doctor changed them from program 1 to program 4 at 1.0 volts about a week ago. No falls or trauma were reported. The patient stated that program 1 had not worked for them since implant on (B)(6) 2018. Using the programmer, it was determined that the stimulation was on. The patient increased the stimulation on program 4 and felt the stimulation in the correct bike seat area. The patient was going to monitor their symptoms with this change and was to contact their healthcare professional (hcp) if they still had symptoms. There were no further complications reported or anticipated.